Manufacturer narrative:
Device was not returned and no evaluation is possible on the actual device. However retained samples and inspection records of lot# 2016-0472 were reviewed and no failure or abnormality was found on products in the inventory. More consciousness of hospital personnel to the direction for use (dfu) could prevent this incident: -improper selection of size, improper positioning or improper use may result in septal trauma or necrosis. -frequent observation of prongs position in patient's nares may be necessary. -discontinue immediately if skin irritation occurs. This complaint will be monitored for trending purposes and is added to the related logs and charts.

Event description:
Injury to cartilage of the nose.